Event description:
It is reported that the patient experienced infusion set bent cannula on (B)(6) 2026, which leads to high blood glucose levels upto 277 mg/dl. The patient noticed symptoms within three hours of insertion. The site location was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.